Event description:
Customer reported intermittent self reboot and failure to fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was unable to reproduce the reported problem. System operates as intended.